Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5176196 / 5176424.

Event description:
It was reported that the patient developed a (B)(6) infection around the ipg and lead sites. Symptoms of back pain and redness on wound were noted. It was unknown if the infection was device or procedure related as well as the cause. The patient was admitted to the hospital and was placed on antibiotics. The patient underwent an explant procedure.